Manufacturer narrative:
Argus case ID (B)(4).

Event description:
Kidney tumor was found for 6-7 months [renal neoplasm], product used more than 1 time in a day - medication error [device used for unapproved schedule], also eat a piece of corega [accidental device ingestion]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of kidney tumor in a (B)(6)-year-old male patient who received double salt dental adhesive cream (corega denture adhesive cream) cream for denture wearer. Concurrent medical conditions included diabetes. On an unknown date, the patient started corega denture adhesive cream. On an unknown date, an unknown time after starting corega denture adhesive cream, the patient experienced kidney tumor, device used for unapproved schedule and accidental device ingestion (serious criteria gsk medically significant). The action taken with corega denture adhesive cream was unknown. On an unknown date, the outcome of the kidney tumor, device used for unapproved schedule and accidental device ingestion were unknown. The reporter considered the kidney tumor to be possibly related to corega denture adhesive cream. It was unknown if the reporter considered the device used for unapproved schedule and accidental device ingestion to be related to corega denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: initial and follow up cases were processed together. Consumer stated that all the teeth in his upper palate are dentures. He used the product as given in the instructions and he did not eat more than two meals a day. He had consumed a piece of corega and want to ask the side effects of it. He did not want to get harmed in the future. He had used it for five years and stated that adrenal problems had started to occur. Consumer asked did it affect other organs when it holds denture. Follow up information was received from consumer on 09 dec 2019: consumer asked that did swallowing corega be harmful to health. He had used all types of corega. He had been using products for 5-6 years. Kidney tumor was found for 6-7 months before. He had matched that because he was a corega user and stated that it may be related corega. Follow up information was received from consumer on 10 dec 2019: consumer reported that he had dentures and thought that while eating food, he had consumed some pieces of corega with food. Consumer stated that adrenal problems had started to occur was kidney tumor. He was diagnosed with diabetes at the same period. He had been using corega for many years for adhering his prosthesis twice a day. He consulted a physician but he refused to contact with his physician. He thinks that there was no a direct relation with corega usage and health problems, but he renewed his request for information about corega's side effects.